Event description:
The customer called to report that the insulin pump was giving error alarms. Troubleshooting revealed that the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan.

Manufacturer narrative:
The insulin pump gave error alarms and failed the displacement tests due to an out of phase motor encoder signal.